Manufacturer narrative:
(B)(4). Batch # p57a82. Device evaluation: the analysis results found that the ecs21a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. [(B)(4).pdf].

Event description:
It was reported that during a gastric bypass procedure that after they fired the stapler it was difficult removing the stapler. Once removed a significant leak was discovered. They re-stapled the stomach and re-attempted anastomosis. Second stapler was difficult to remove but the staple line did not leak. Upon inspection of the donuts on the first stapler they found the tissue donut incomplete on the gastric side which caused the leak. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Corrected data: outcomes attributed to adverse event; patient codes. Additional information provided: the sales rep was informed that the patient had passed away 5 weeks after this surgical procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can a detailed timeline of events, operative notes, or an autopsy report be provided? What specific kind of leak test was done in the initial surgical procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? Were any additional surgical procedures performed prior to the patient¿s death? Does the surgeon believe that an alleged deficiency of the device led to the patient¿s death or were there other contributing factors to include patient tissue condition? Has a cause of death been determined? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Manufacturer narrative:
(B)(4). Video evaluation: one video was provided. The video shows a device been taking off from the blister, the slave is removed from the device at 0:03 mark. At 00:11 mark the device is completely removed from the blister. The device is open at the 00:16 mark. At the 00:30 mark the anvil is removed. After take off the anvil from the device, tissue is removed from the anvil and placed on table and the washer can be seen completely cut. At the 1:15 the half washer is removed. Based on the video reviewed the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.